Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the previously reported information was an inquiry from a marketing representative and not an event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID neu_label_acc, lot# serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that a por occurred. When looking in the manual they found two explanations of what occurs after por: the implantable neurostimulator (ins) turns off stimulation by resetting all electrodes to off and the amplitude to 0.0v, or the program parameters are reset to default values of 0:-, 2: off, 3:+, case: off. The rep was unsure what the correct explanation was. There were no symptoms or complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that a por occurred. There were no symptoms or complications reported as a result of this event.